Manufacturer narrative:
Investigation confirmed fault due to wear. Worn components replaced and unit behaves as expected.

Event description:
User reported failure of bobbin lock. There was no patient harm.